Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 26 to 36 mg/dl at the time of the incident. The customer was given glucagon to treat. The customer experienced symptoms such as seizures. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer had a low of 25 mg/dl on (B)(6) 2018. The customer also reported sensor glucose versus blood glucose differences. The reservoir will not be returned for analysis.